Event description:
It was reported that during implant, rv(right ventricular) lead was hard to position, but did find a good position. At end of the case, patient was tachycardic and hypertensive. All programming "appeared ok." Xray done to view placement, tested again, and rv lead not capturing. The patient is reported to have died about one hour after implant. Patient had a status of dnr (do not resuscitate). Follow up revealed cause of death per death certificate was sudden cardiac death due to complete heart block due to coronary artery disease. No autopsy performed and patient not pacer dependent. Per the physician, the patient had developed hypotension during the surgery and he does not think the device or lead system had anything to do with the patient's death. "He was a sick man who had an old infarct that caused much heart damage."

Event description:
It was reported that during implant, the rv lead was hard to position, but did find a good position. At the end of the case, patient was tachycardic and hypertensive. All programming "appeared ok." Xray done to view placement, tested again, and rv lead not capturing. The patient is reported to have died about one hour after implant. Patient had a status of dnr (do not resuscitate). Additional information and the cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.